Event description:
It was reported that the patients spinal cord stimulation (scs) lead had high impedances, found during device optimization. Possible fracture lead was noted.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2024.

Event description:
It was reported that the patient has impedance that is not within the normal range, and a possible fracture lead. Additional information was received that there was no sign of lead fracture on the computed tomography scan.